Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed by another rapid antigen assay. 5 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: no problem found. Source: web/email.